Event description:
It was reported that there was a fracture of the second metatarsal 8 weeks after a mini-tightrope case on the left foot. Follow-up information has been requested, but has not been provided to date. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been requested for evaluation, but has not been returned to date, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested, but not provided, therefore device history record review could not be conducted. If additional relevant information is received, a follow-up report will be submitted.